Event description:
It was reported to st. Jude medical that the device showed oversensing on the stored electrograms. An insulation break on the lead was suspected. The lead was explanted but will not be returned for analysis.